Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed that the clip continously opened to 120 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. While outside the patient, the clip was tested and the locking system functioned, but one of the grippers was misaligned with the other. There were no adverse patient effects and no clinically significant delay in the procedure.